Event description:
It was reported that the right ventricular lead exhibited high capture thresholds resulting in loss of capture. The lead was explanted and replaced. The patient was in stable condition prior, intra and post procedure.

Manufacturer narrative:
The reported events of high capture threshold and loss of capture were not confirmed. A complete lead was returned in one piece. Analysis was normal. No anomalies were found.